Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image was displayed, and button had poor water-tightness. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit is twisted, noise occurs, and no image is displayed. Additionally, due to poor water tightness of the button, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had a loose contact in the supply line. The issue occurred during an unspecified procedure which was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported, the subject device had a loose contact in the supply line. The issue occurred during an unspecified procedure which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.